Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the bands were intertwined with each other and failed to deploy inside the patient. The procedure was completed with another speedband superview super 7 device. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.